Manufacturer narrative:
Lead model: 39565, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012.

Event description:
It was reported that during positioning of a lead at implant, the doctor removed the lead to reposition it and found that one of the electrodes had come loose from the paddle. A new lead was opened and used, and no problems persisted. If additional information is received, a follow up report will be sent.